Event description:
Information was received indicating that this ambulatory infusion pump exhibited an alarm for cassette not attached. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Event description:
Additional information received indicated that there was no patient involvement.

Manufacturer narrative:
Information was received that one infusion pump was returned for evaluation. Visual inspection of the pump found it to be in good physical condition. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Upon power up, the customer's complaint was not verified. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.